Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they had low blood glucose level. The customer's blood glucose level was in 40's mg/dl. The customer also reported that the customer had issue with the insulin pump and low blood glucose. The customer reported that insulin pump which they had was cracked. The customer took off his insulin pump in the night. The insulin pump will not be returned for analysis.